Manufacturer narrative:
Analysis of this lead was performed at our post market quality assurance laboratory. Laboratory testing confirmed that the lead was electrically continuous, and that the lead's fixation helix was within specification. Final analysis found no anomalies that may have caused or contributed to the clinical observations. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was programmed off shortly after implant, due to muscle stimulation and loss of capture. Additionally, r-wave amplitude measurements had also decreased. Concern was expressed that this lv lead may have pulled back from it's original position.

Manufacturer narrative:
Subsequently, this lead was explanted and replaced with a competitive lv lead. The explanted lv lead was returned to boston scientific for analysis, which is currently in progress. This event will be updated as additional information becomes available.